Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mgh872-xneh7550, and no non-conformances were identified. Investigation summary: one opened box with seventeen unopened samples of product code eh7550, lot mgh872 was returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken during suturing. There were no adverse patient consequences reported.